Manufacturer narrative:
Product analysis: performance data collected from the mobile programmer was received and analyzed. Analysis of the service logs confirmed the customer comment that the mobile programmer base and the tablet lost connection resulting in a loss of telemetry connection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an implantable cardioverter defibrillator (ICD) replacement procedure the mobile programmer was used to program the cardiac resynchronization therapy device (crt). The crt was connected to the mobile programmer via tel c. During vector express testing, the base and the tablet lost connection resulting in a loss of telemetry connection. The procedure was paused to reconnect the base and tablet to be able to proceed with vector testing and programming of new device. It was confirmed that the programmer base and tablet were at the foot of the patient, maintaining line of sight to the device. Wires were not being crossed, the programmer was not on a metal table or on top of another programmer. No patient complication were reported .